Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the intermural portion of the fallopian tube.') In a 31-year-old female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, ovarian cyst, appendectomy, pap smear abnormal, excessive menstruation, dysmenorrhea and pelvic adhesions. Concomitant products included codeine and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion details, specify- at the end of the procedure, the left cornu had 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. As per mr- essure device in place on the left with obstructed left fallopian tube. Prior right salpingectomy. Pathology test - on (B)(6) 2015: surgical pathology report: specimen/s) received a: uterus. Cervix, left tube. Clinical history: menorrhagia, dysmenorrhea. Final diagnosis: uterus with cervix and left fallopian tube, hysterectomy: endometrium- proliferative phase. Myometrium- no significant histopathologic abnormality. Cervix- no significant histopathologic abnormality. Serosa- no significant histopathologic abnormality. Left fallopian tube- no significant histopathologic abnormality. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿menorrhagia. Concerning the injuries reported in this case, the following one was reported via medical records:embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. Added event post procedural complication, dysmenorrhoea. Outcome of events pelvic pain, dysmenorrhea, menorrhagia was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the intrmural portion of teh fallopian tube.') In a 31-year-old female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, ovarian cyst, appendectomy, pap smear abnormal, excessive menstruation, dysmenorrhea and pelvic adhesions. Concomitant products included codeine and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details, specify- at the end of the procedure, the left cornu had 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. As per mr- essure device in place on the left with obstructed left fallopian tube. Prior right salpingectomy. Pathology test - on (B)(6) 2015: surgical pathology report: specimen/s) received: a: uterus. Cervix, left tube. Clinical history: menorrhagia, dysmenorrhea. Final diagnosis: uterus with cervix and left fallopian tube, hysterectomy: endometrium- proliferative phase. Myometrium- no significant histopathologic abnormality. Cervix- no significant histopathologic abnormality. Serosa- no significant histopathologic abnormality. Left fallopian tube- no significant histopathologic abnormality. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿menorrhagia. Concerning the injuries reported in this case, the following one was reported via medical records:embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the intermural portion of the fallopian tube.') In a (B)(6) year-old female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, ovarian cyst, appendectomy, pap smear abnormal, excessive menstruation, dysmenorrhea and pelvic adhesions. Concomitant products included codeine and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details, specify- at the end of the procedure, the left cornu had 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. As per mr- essure device in place on the left with obstructed left fallopian tube. Prior right salpingectomy. Pathology test - on (B)(6) 2015: surgical pathology report: specimen/s) received. Uterus. Cervix, left tube clinical history menorrhagia, dysmenorrhea final diagnosis. Uterus with cervix and left fallopian tube, hysterectomy: endometrium- proliferative phase. Myometrium- no significant histopathologic abnormality. Cervix- no significant histopathologic abnormality. Serosa- no significant histopathologic abnormality. Left fallopian tube- no significant histopathologic abnormality. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia. Concerning the injuries reported in this case, the following one was reported via medical records:embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: new pfs and mr received- lot number added. Abnormal bleeding (vaginal, menorrhagia),psychological or psychiatric problems condition: depression and mental anguish, were added. And new reporters were added. Outcome of event pain from unknown to recovering/resolving was updated. Concomitant conditions and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.